Manufacturer narrative:
The analyzer serial number is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable urea/bun, creatinine jaffe gen.2, and glucose hk gen.3 results for 2 patient samples tested on a cobas 4000 c311 stand alone system. This medwatch will cover urea/bun. Refer to medwatch with a1 patient identifier pt-(B)(6) for information on the creatinine results and medwatch with a1 patient identifier pt-(B)(6) for information on the glucose results. On (B)(6) 2026, patient 1 had an initial creatinine result of 0.31 mg/dl and an initial urea result of 21.4 mg/dl. On (B)(6) 2026, a new sample was collected from the patient and the creatinine result was 12.56 mg/dl and the urea result was 215.6 mg/dl. The first sample was repeated and the creatinine result was 11.85 mg/dl and the urea result was 207.1 mg/dl or 210 mg/dl. The new sample and repeat results were deemed correct. On (B)(6) 2026, patient 2 had an initial glucose result of 22.8 mg/dl. This result was not reported outside the laboratory. On (B)(6) 2026, the sample was repeated on a vitros analyzer and the result was 114 mg/dl. The sample was repeated 10 times on an eppendorf analyzer with an average result of 115.61 mg/dl.